Event description:
It was reported that insulin gauge was inaccurate. Additionally, a cartridge alarm occurred. Blood glucose was not impacted. Reportedly, the customer had filled the cartridge with 250 units of insulin. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Device not returned.